Event description:
The customer tested blood glucose and received a result of "hi", customer took their regular medicatiom. 45 minutes later customer retested and received a result of 555mg/dl. The customer felt weak and dizzy, customer was taken to hdsptial. At the hosp they received results of 102 and 104mg/dl. Within an hour of the hosp results the customer tested using their device and received a result of 435mg/dl. A saline drip was given and the customer was taken off of metformin. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.